Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was 471 mg/dl. Customer was experiencing high blood glucose symptom like nausea and had positive results in ketones test. Customer stated that their infusion set had bent cannula. Auto mode feature was inactive at the time of incident. The insulin pump will not be returned for analysis.